Manufacturer narrative:
Concomitant medical products: product ID :8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 14-mar-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer (con) regarding a patient who was receiving morphine (unknown concentration or dose) via implantable infusion pump. It was reported that about "5 months ago my back started hurting for no reason at all, it was really hurting but I just dealt with it and then they did all the tests on me and one of the tests I don't remember which one, but they found the catheter came out of my spinal cord and is just in my muscle". The patient stated that the catheter "wasn't in the right place and wasn't putting the amount of morphine it should have, it was only putting out half the medication, because there was a kink in the catheter". The patient does not know how the catheter got kinked, and didn't have any falls or trauma. The patient stated that the pump is off and does not have morphine in it right now. It was noted that their hcp filled up their pump and "then the surgeon said they will go in and replace the catheter on (B)(6) and then I will go back to dr (B)(6) after that and they will adjust it and make sure it's working ". The patient stated that they are having catheter revision surgery on (B)(6) 2021.